Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a 3 mm longitudinal tear in the balloon, approximately 5.5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1509901) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the doctor stated that when he pulled the mynx vascular closure device back to the procedural sheath, the balloon ruptured at the 1st stop and pulled straight out. He inflated the balloon outside the body and saw that it had a leak. With the procedural sheath still in, a second mynx vascular closure device was used to successfully achieve hemostasis. The patient was not hospitalized.